Event description:
It was reported that multiple instances of the "y" connector breaking at the distal tip occurred during patient use. In some cases, the device required modification by cutting the affected component, but reintubation was not necessary. In one instance, the patient experienced an unstable heart rate, requiring reintubation, after which the patient was stabilized. There was no reported delay in therapy, harm, or injury associated with this event. Airlife received a single report that referenced two different incidents, which were associated with separate units. This is the second of two reports. Refer to 8030647-2026-00045 for the first report.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 26 june 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.